Event description:
It was reported the electrical cord emitted sparks. Visual inspection of the unit revealed a break in the line cord near the strain relief. We were unable to determine whether the cord had been damaged by an external source, or the report was caused by a defect in the wire of the line cord.